Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0hbhu, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis of the lead l/n (va0hbhu), found no significant anomalies. The functional test found continuity acceptable with no shorts. There was cosmetic esc on the outer insulation at/near tines and distal end. There were tool marks in the outer insulation and conductors were twisted and/or crushed 8.2, 9.1, and 10 cm from the distal end. (B)(4).

Event description:
Information was received, via a manufacturing representative (rep), from the patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was painful stimulation down the leg. No known reason led to the event besides the original lead placement. The patient was reprogrammed to several configurations and the device was turned off, but the symptoms returned. The lead was replaced and returned to the manufacturer for analysis. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
(B)(4).